Manufacturer narrative:
One opened and used sensor was inspected and the needle was found separated from the sensor.

Event description:
Customer reported via phone call that their elite serter came apart. Customer also states that when she was trying to insert an elite serter the sensor came apart. The blood glucose reading is 210 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.